Event description:
Boston scientific received information that this pacemaker exhibited high out-of-range pacing lead impedance (pli) measurement. The patient complained of pain in the pocket area, however during the device check, the device was fine and the impedance was stable. The physician manipulated the pocket and noise was oversensed on the leads. There was no pacing inhibition observed. Upon revision, the leads were dislodged when the physician tried to free the leads with cautery. The right atrial (ra) lead was surgically abandoned while the right ventricular (rv) lead and the device were explanted. Further, the patient had slight pneumothorax and was monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.